Event description:
The customer reported that generator had an e433 rebooting error occurred. The issue was found during reprocessing. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found that the e433 error was due to a faulty generator board. It was also found that the monopolar and bipolar sockets were corroded and rusty and the right side of the touch screen did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the following: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields 2. The user actuates the foot switch while the generator is booting 3. A defective foot switch due to a short circuit in the connector 4. A defective foot switch due to a defective reed contact 5. A defective cable connection between the high voltage power supply (hvps) board and the generator board 6. A defective cable connection for the output signal between the generator board and the relay board 7. A defective transformer (tr1) on the generator board 8. A defective current transformer on the generator board 9. A defective impedance transformer on the generator board 10. A defective peak rectifier on the generator board 11. A missing drive signal for the output stage of the generator board 12. The output voltage is too low due to bad switching of the hf output stage on the generator board 13. The supply voltage from the hvps board is missing or too low 14. A defective hvps board due to a short circuit of the metal¿oxide¿semiconductor (mos) transistors. In such cases, the user may sometimes observe popping noises or flashes. 15. A defective motherboard due to a short circuit of the negative temperature coefficient (ntc1) resistor 16. A defective motherboard due to a defective adc 17. Defective transient-voltage-suppression (tvs) diode on the relay board. Olympus will continue to monitor field performance for this device.